Manufacturer narrative:
(B)(4): the customer reported that intermittently the device ready for use indicator (rfu) would display red x the device would fail to power up. There was no adverse pt impact. The crc evaluated the device and confirmed the failure. The philips customer repair center (crc) later elaborated that the device intermittently displayed the rfu red x, failed to power up (hanging at the rfu boot stage) and the cpu fan remained on. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the processor pca that caused a failure to power up.

Event description:
The customer reported that intermittently the device ready for use indicator (rfu) would display red x the device would fail to power up.